Event description:
The customer reported that they bent the needle while attempting to put in a new set. It was also stated that the mother sees a big air bubble in the reservoir. The customer changed the set and resolved the air bubble issue with priming. The customer's blood glucose was 99 mg/dl. Nothing further reported.

Manufacturer narrative:
Currently, it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. No conclusion can be drawn at this time. We, therefore, consider this report complete to the best of our knowledge.